Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation. It was noted that the patient received their implantable neurostimulator (ins) seven years ago and had recently had to turn stimulation up ¿quite a bit¿. Stimulation seemed to cut in and out with movement. Impedances were within normal ranges. Further follow-up is being conducted. If additional information is received, a follow up report will be sent.